Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, resistance was encountered after the one step button was inserted into the oral cavity. When the button was being pulled out of the stoma, the tube detached about 2cm below the button. The detached part was removed using forceps. The button was not released and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A physical examination found the delivery system to be separated with the c-flex tubing of the delivery system to have been pulled out from under the sheath and away from the connector. The proximal end of the sheath presented markings around the circumference which appear to have been made by hemostat or similar instrument. The distal end of the sheath presented marks/ cuts at the suture hole and the suture hole was torn. The suture had been properly placed under the sheath during assembly as evidenced by the suture impression running from the suture hole to the proximal end of the sheath. It was noted that the condition of the returned unit was consistent with the complaint incident that delivery system separated. Per the event description, additional information provided and the evaluation of the returned device, the most probable root cause of ¿operational context¿ is selected for the complaint. A device history record (DHR) review of lot number 16285349 was performed and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot number 16285349.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2014. According to the complainant, during the procedure, resistance was encountered after the one step button was inserted into the oral cavity. When the button was being pulled out of the stoma, the tube detached about 2cm below the button. The detached part was removed using forceps. The button was not released and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The patient's exact age is unknown, however, it was reported that the patient was over 18 years old. (B)(4) for the reported event difficulty placing one step button device. (B)(4) for the reported event of tube detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.